Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the pacemaker system was explanted. Other than surgery and infection, no additional adverse patient effects were reported.